Manufacturer narrative:
Evaluation results: related to operational context (resistance noted with guide catheter during attempted positioning may have contributed to deformation). Evaluation conclusions: operational context contributed to event (resistance noted with guide catheter during attempted positioning may have contributed to deformation).

Event description:
It was intended to use a resolute integrity drug eluting stent to treat a lesion in the lcx. The vessel had 70% proximal and 90% mid stenosis. The device was removed from packaging and inspected with no issues noted. The lesion was pre-dilated. It is reported that resistance was noted when the device was advancing through the guide catheter. Unknown if device exited the tip of the guide catheter. A medtronic launcher guide catheter and a non-medtronic guidewire were used. The resolute integrity device was removed and the stent was noted to be deformed, possibly by catching on the guide catheter. The physician used two non-medtronic stents to successfully complete the procedure. No patient complications were reported. Evaluation summary: the device was returned for analysis. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 12th distal segment was deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient' condition affected effectiveness of device (lesion morphology , 70-90% stenosis). Deformation issue (stent). Evaluation conclusions: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology , 70-90% stenosis). (B)(4).